Manufacturer narrative:
The reported event of noise oversensing was confirmed. As received, a complete lead was returned in one piece for analysis, measuring 47.5cm with the helix retracted and clogged with blood and tissue. A visual examination found an external insulation abrasion at 8.8cm to 8.9cm from the connector pin, breaching the outer insulation and exposing the outer coil. The cause of the reported event was the exposure of the outer coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts and no other anomalies were seen.

Event description:
New information noted that the atrial lead exhibited noise oversensing that led to accelerated tracking rates and missed ventricular pacing. The capped lead was explanted in a procedure on (B)(6) 2023. The patient experienced no consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the atrial lead exhibited noise oversensing. The atrial lead was capped and replaced on (B)(6) 2022. The patient's condition throughout the procedure was unknown.